Event description:
Customer reported that the sensors gave reading that were off by up to 20 points and that he had received weak signal alerts. He had also received a no delivery alarm on the insulin pump but stated that when he changed the reservoir that the issue was resolved. No blood glucose reading was given. Customer declined troubleshooting for these issues. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.